Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. Device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump got wet in the rain; he was trying to suspend it to take a shower and the down arrow button was not responding and then it alarmed button error. Blood glucose value was 88 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and return for analysis.